Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery, blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump will shut off and it will not turn on. The customer also reported that the battery cap is broken and the customer is not willing to try to take the battery cap off due to thinking it will break more and she is hopping to duck tape it to get it to work. The customer declined to troubleshoot for battery and failed battery issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.